Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an app crash issue occurred. On 6/30/2024, the patient´s spouse reported that the patient was just sleeping when he experienced symptoms. He was feeling lethargic, always sleepy, thirsty, could not think clearly, and was vomiting. At that point, the patient was not receiving cgm (continuous glucose monitor) readings and when they opened the app, it just showed "unexpected error". The wife brought the patient to the hospital and took a bg (blood glucose) reading of 1500 mg/dl. The dexcom cgm was still not working at that time, and they had not attempted to log back in to the app. At the hospital, the patient was treated with insulin. The patient was admitted for 5 days and was discharged on (B)(6) 2024. At the time of the report the patient was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.